Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the probe wipe air cylinder that drives the probe wipe assembly had broken not allowing the probe wipe to traverse fully down the probe to collect back wash from the probe. The fse replaced the air cylinder which resolved the issue. Failure mode: broken probe wipe air cylinder. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting the manual probe rinse block leaked about 4 ml of liquid from the coulter hmx autoloader analyzer (115v) and onto the counter. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No alarms were generated to alert the customer of a leak issue. No patient results were affected since the instrument was running in primary mode.